Event description:
It was reported that the health care provider (hcp) was doing a CT/cat scan because the pump was ¿not administering all the meds it¿s supposed to be, to check if cath is kinked or granuloma.¿ it was reported the next step would be a dye ¿test.¿ withdrawal was reported; symptoms the patient experienced included nausea, feeling hot/cold and increased excruciating baseline pain. The symptoms/event occurred ¿off and on¿ until the health care provider (hcp) increased the ¿pump a few days ago.¿ it was confirmed an increase had occurred the week prior to the report date, not at the last refill. The patient reportedly didn¿t realize she was in withdrawal at first and was having her other hcp change her estrogen ¿and nausea medications and all kinds of stuff.¿ it was noted the patient¿s withdrawal symptoms stopped after the increase. A volume discrepancy ¿problem¿ was discussed, refills occurred every three months and the most recent refill was on (B)(6) 2013. At the patient¿s refill six months prior to (B)(6) 2013, the pump was reportedly ¿1ml off.¿ the patient ¿thought¿ this was due to an MRI she had for ¿stomach problems¿ not related to the pump. It was reported no one had told the patient the MRI would make her pump stop. At the refill three months prior to the most recent refill, the pump was ¿off¿ then by 2ml. The patient did not understand why the hcp didn¿t do anything when they saw the discrepancy. At the refill then on (B)(6) 2013, the pump was ¿off¿ by 2ml again. The device system was used to deliver fentanyl, clonidine, baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report. It was later reported that the results of the CT/cat scan were negative. There was no device issue. The catheter tip placement was noted to be at t9/t10. A revision or replacement did not occur. It terms of the volume discrepancies reported, on (B)(6) 2013 the expected volume had been 6.5 while the actual volume was 7.4ml. On (B)(6) 2013, the expected volume had been 4.2ml while the actual was 6ml. Then on (B)(6) 2013, the expected volume was 1.9ml while the actual volume was 3.9ml. It was reported regarding the current therapy issues no actions or interventions were taken. The patient was reportedly now doing well with no complaints.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709, lot # l59231, implanted: (B)(6) 1999, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709, lot # l59231, implanted: (B)(6) 1999, product type catheter. (B)(4).